Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left rupture diagnosed by MRI. Patient reported numbness on and off down their arm, brain fog, fatigue, dry eyes, and joint pain deemed not device related. Not device related (ndr). Device explanted, replaced and discarded.